Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2024 the patient had continuous ventricular arrhythmia that required defibrillation or cardioversion. They were hospitalized from (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing until (B)(6) 2024 when they underwent heart transplantation, and the pump was removed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A is currently available. The IFU lists cardiac arrhythmia and right heart failure as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that right heart failure did not exist prior to left ventricular assist device (lvad) implant. The patient's continued arrhythmia caused the right heart failure. The right heart failure was not related to the device. The patient's arrhythmia was treated with cardioversion and medication several times. The arrhythmia did not resolve. Right heart failure improved with the administration of a diuretic. The arrhythmia aggravated the patient's leg edema. The patient's arrhythmia was thought to be due to ischemic cardiomyopathy. The arrhythmia did not resolve and was persistent.